Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was complete on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Additionally, visual inspection of the header and connector found no anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.